Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that insulin pump stop working and it had scratches on the screen so that screen glitching out. The customer stated that buttons were stopped working. The insulin pump will not be returned for analysis.